Event description:
Manufacturer's rep notified on 2/2006 of a pt overdose. Implanting doctor started pump at 150 mcg. The pt was seen by follow up doctor in the office on 2/06 and the dose was increased by boluses to 600 mcg. Pt was drowsy all day - and when manufacturer's rep. Arrived, pt had nausea nad vomitting. The dose was lowered gradually. The hcp will monitor the pt closely over the weekend.